Event description:
According to the reporter: occurred during a colorectal cancer radical correction procedure. The stapling devices were installed correctly. After half of the staples deployed, the stapler made some abnormal sound and the lever could not move forward. Another stapler and reload were replaced, but unable to fire. At last, turned to laparotomy procedure to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted a sheared tooth on the first firing rack. Visual inspection of internal components revealed a set of sheared teeth on the first row of the second firing rack. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instruments were successfully loaded with a sulu. During the firing cycle of the first reload, a skip was audible in the firing stroke. After initial clamping, the second instrument could not be cycled. An access hole was cut into the instruments¿ body for visualization of the firing rack. Replication of the sheared teeth condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.